Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On 01/12/2016, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultramini meter read inaccurately high compared to another meter, a calibrated laboratory device and their feelings and/or normal readings. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged inaccuracy issues first occurred between 12-1pm on (B)(6) 2016. At this time the patient obtained blood glucose results of "512mg/dl" as well as another unspecified high result which were compared to a result of "88mg/dl" obtained on another meter within 30 minutes of one another. The patient also compared this result of "512mg/dl" to a result of "112mg/dl" obtained on a calibrated laboratory device within 10 minutes of one another, and also felt that this reading was high compared to their normal results and/or feelings. The patient manages their diabetes by self-adjusting their insulin dosage based on subject meter results and denied making any changes to their diabetes management regimen as a result of the alleged product issue. 30 minutes later, the patient developed the symptoms of "shaking and dizzy" which they self-treated by consuming additional food and/or drink. No medical intervention was required as a result of the alleged product issue. At the time of troubleshooting the cca noted that the correct unit of measure was set on the subject meter, an approved sample site was used to obtain the alleged results and the patient did not have control solution available to test the subject meter. The patient's products were replaced and requested for evaluation. This complaint is being reported because the patient claims to have obtained inaccurately high readings on the subject meter which led to them suffering symptoms which are suggestive of serious injury after the alleged meter issue began.